Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The lead is part of the advisory for this model. Evaluation summary for (B)(4): the full lead was returned, analyzed and the helix was disengaged from the helical channel. It was noted that there was blood in/on the helix mechanism (sleeve head) and there was blood in/on the helix mechanism.

Event description:
It was reported that during implant, the helix would not extend. After 40 turns the helix would still not extend. The tip of the lead appeared to be rotating, but it would not extend. The lead was attempted, but not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that during implant, the helix would not extend. After 40 turns the helix would still not extend. The tip of the lead appeared to be rotating, but it would not extend. The lead was attempted, but it was removed and replaced. No patient complications have been reported as a result of this event.